Manufacturer narrative:
Pt did not return device. Eval could not be performed.

Event description:
Pdc rec'd a call on (B)(6) 2011 reporting medical intervention that occurred on (B)(6) 2011 at 8:00am. Pt called to inquire about meter accuracy. He then reported that he wasn't feeling well the morning before and needed medical attention, so he called the medics. He stated that prior to calling them, he did not use his autocode meter due to slight confusion. Once the medics arrived, they tested the pt's glucose level and their meter read 80mg/dl. The pt then used the autocode to test and couldn't remember the reading, but recalled the medics saying there was a difference of around 50 pts. Pt reported stored memory record as 125 or 129mg/dl for period of medical intervention. Pt was given a sweet substance. Medics advised him to go see his doctor or the ER, but he refused saying he felt better. Pdc sent a replacement along with a prepaid envelope for return of suspect product(s).